Event description:
Plato rts does not scale fluence correctly with changing ssd. A large different was found between the ratio of on-axis to peak off-axis dose in a wedged field when calculating at a depth of dmax for ssd's of 100 cm and 80 cm. There should be no significant difference in this ratio with ssd if the fluence is scaled correctly for the source difference. It appears as if the fluence is scaled incorrectly to sad+depth and not to ssd-depth. For a 30x30 cm field, 60 degrees wedge at dmax, plato underestimates the peak off-axis dose at ssd 80 cm compared with ssd 100 cm. The fault causes errors in dose for wedged beams normalized and weighted off-axis.

Manufacturer narrative:
In most typical clinical planning situations, the error in dose appears limited to within 1% and so is not clinically significant. Nucletron also determined what would be representative for a worst-case clinical scenario. For such a scenario, the clinical consequences were also investigated. A clinical situation which employs short ssds, high wedge angles and off-axis normalization, and the error was not corrected during beam data commissioning, then the monitor units calculated by plato may result in an error of the dose of no more than 5%. For example, in a 4-field box treatment, local dose errors will not exceed about 5% close to the field edges, while there will be no error at all along the central axis. The calculation error will reach its maximum close to the field at the wedge toe (thin) side. Under the condition that beam data commissioning was done according to nucletron standard procedures (so at 100 cm ssd), plato will show a too high dose, so effectively resulting in a slight underdose close to the field edges. The calculation error can also lead to a shift in the isodose distribution, causing the wedge angle to be set to an incorrect value by up to 10 degrees when optimizing to the desired distribution. A customer info bulletin and software patch correcting the software bug are being sent to the applicable users of plmto rts.